Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's right atrial (ra) lead was over-sensing noise resulting in inappropriate automatic mode switch (ams) episodes. No intervention was performed, the lead would continue to be monitored. The patient was stable with no symptoms.